Manufacturer narrative:
The customer's report the tubing set separated at the access port was confirmed. The set was visually inspected for kinks, holes/tears in the tubing or damages to the components. Visual inspection observed that the tubing was completely separated at the engagement between the tubing to the proximal smartsite¿s outlet port due to insufficient solvent being applied at the engagement of the tubing during manufacturing. No damages or other anomalies were observed. Functional testing could not be performed due to the separation at the engagement. A dimensional analysis was performed and the tubing was measured and found to be within specification. The root cause of the separation was a manufacturing issue for insufficient solvent being applied at the engagement of the tubing due to equipment and/or operator error.

Event description:
It was reported that the device alarmed air-in-line during a primary infusion of smof lipids, 20% @ 350ml, infusing at a rate of 29.2ml/hour for the duration of (12) hours. Upon assessment, the rn found that the smof lipids were leaking from the access port above the silicone segment. The rn stopped the infusion and while disconnecting the tubing set from the patient, the tubing set separated completely at the access port. The customer further stated that there were no adverse effects caused to the patient from the event.